Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of report, a follow up report will be submitted once analysis results are complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported via healthcare professional (hcp) that the stylet would not detach from the lead. They tried to remove the stylet. A new lead was opened and used. The lead was never implanted. The issue was resolved at the time of report. Surgical intervention did occur.

Manufacturer narrative:
C200/stim stylet/wire/bent.

Manufacturer narrative:
The connector end of the lead was found to be the part of the lead that was stuck to the stylet. Foreign material was found on the stylet from 2.6 centimeters to 22.2 centimeters from the distal end. Analysis was done by a chemistry technician on the foreign material found on two different locations of the stylet (18.3 centimeters and 22.1 centimeters from the distal end). The foreign material was found to be protein.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.